Manufacturer narrative:
(B)(4).

Event description:
During follow-up, an electrocardiogram recorded rv lead noise. This was an isolated event and possibly related to external emi and not lead damage noise. No intervention or patient symptoms were reported. The patient condition is stable.